Event description:
Patient involved: no. No patient was in room when technologist saw smoke. Injuries: no. Technologist left room so no injury. Issue: on (B)(6) 2023 around 6:19pm the technologist was taking a break and when he can back into the room the generator was smoking it triggered the fire alarm so the fire department came and had to put out the fire by a fire extinguisher. The site cut all wires from the generator and removed it from the room.